Event description:
A customer reported that during a procedure the system shut down on its own. The system was exchanged to complete the procedure. There was no pt harm. Further info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).